Event description:
A clinical manager reported to fresenius customer service that a nipro needle stick [15-ft14bc-0] injured a nurse. The staff removed the needle and it was placed in the safety device. There was no patient involved, no harm or adverse events reported with this incident. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).